Event description:
During the procedure, pericardial effusion was observed and was believed to have been caused by the 13f amplatzer torqvue 45x45 delivery system sheath perforating the left atrial appendage wall. A 24mm amplatzer cardiac plug was implanted which appeared to resolve the perforation.